Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04053: fiber. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® bio-a® hernia plug instructions for use states, ¿as packaged, the gore® bio-a® hernia plug is a tailorable, bioabsorbable material intended to be a temporary bridge of defects until the bioabsorbable nature of the device allows the body to fill the defect with native tissue. The device is comprised of a disk attached to multiple tubes. The implanted gore® bio-a® hernia plug is a porous fibrous structure composed solely of synthetic bioabsorbable poly (glycolide: trimethylene carbonate) copolymer. Degraded via a combination of hydrolytic and enzymatic pathways, the copolymer has been found to be both biocompatible and nonantigenic. In vivo studies with this copolymer indicate the bioabsorption process should be complete by six to seven months.¿ therefore, this gore device would not be expected to contribute to explant, adhesions, pain, and additional surgery and hernia ¿ recurrent, beyond this timeframe. The gore® bio-a® hernia plug instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions may include, but are not limited to, infection, inflammation, adhesions and seroma formation.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D4: added lot #, catalog #, expiration date, di #. D4: updated brand name. G5: added PMA/510k # . H4: added device manufacture date.

Manufacturer narrative:
H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged.

Manufacturer narrative:
(B)(4). Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2011: (B)(6). Operative report. Pre-op diagnosis: right inguinal hernia. Post-op diagnosis: same. Operation: right inguinal hernia repair. Assistant: (B)(6) pa. Anesthesia: general. Estimated blood loss: minimal. Complications: none. Indications: this is a healthy individual with right sided inguinal hernia scheduled for elective repair. The risks and benefits were fully explained in detail including infection, bleeding. Informed consent was obtained. Procedure/findings: ¿patient was brought to the operating suite, placed on the table and given general anesthesia. The right groin was sterilely scrubbed and draped in a sterile fashion. The groin incision was marked, infiltrated with 20 ml lidocaine with 1% epinephrine. A 4cm skin incision was carried to the soft tissues and the scarpa fascia. A 4 cm skin incision was carried to the soft tissues and the scarpa fascia. Electrocautery was used for hemostasis. The external oblique was opened through the external ring. Care was taken to avoid injury to the ilioinguinal nerve. Spermatic cord structures were taken off the pubic tubercle and a direct defect was noted medially. Repair was carried out using the absorbable mesh plug and was secured with 0-vicryl suture. The inguinal floor was secured with a 0-vicryl suture. The external oblique was closed with running 2-0 ethibond suture. Tissues were infused 10 ml of 0.25% marcaine plain. The wound was closed with deep layer of 3-o vicryl, 4-0 monocryl subcuticular skin closure. Dry sterile dressings were applied. The patient was taken to the recovery room in stable condition. There were no complications.¿ on (B)(6) 2011: (B)(6). Implant sticker. Gore infinit mesh. Ref catalogue number: 1hpgnf04. Lot batch code: 8668169. W.l. Gore & associates. Gore bio-a hernia plug. Ref catalogue number: 1hpgnf04. Lot batch code: 8668169. W.l. Gore & associates. The records confirm a gore® infinit mesh (1hpgnf04/8668169) and a gore® bio-a® hernia plug (1hpgnf04/8668169) were implanted during the procedure. On (B)(6) 2011: (B)(6). Operative report. Preoperative diagnosis: right groin pain. Procedures performed: removal of mesh from previous hernia repair. Bassini repair of right inguinal hernia. Anesthesia: general. Estimated blood loss: minimal. Intraoperative findings: mesh present with intact inguinal nerve, the vas deferens and spermatic vein were tightly adherent to the mesh. Direct hernia after removal of the mesh due to weakening of the transversalis fascia. Thrombosed epigastric pain. Indication for procedure: the patient is a (B)(6) caucasian male, who had undergone a right inguinal hernia pair [sic] with mesh and plug in (B)(6) of 2011, at an outside facility, and since that operation, he had complained of a burning sensation in the right groin area that has persisted for several months. He also complained of a palpable cord emanating from its one incision and ascending cephalad. Due to worsening neuropathic pain, the patient was offered a right groin exploration with removal of mesh and primary repair. The potential risks of the procedure were explained to the patient in great detail, which included bleeding, infection, neuropraxia, obviously recurrence of the hernia, and the patient has opted to proceed. Description of the procedure: ¿the patient was transported to the operating room and placed in the supine position on a gel padded operating room table. General anesthesia was induced. Ancef was administered for perioperative antibiotic prophylaxis intravenously and sequential compressive devices were placed on bilateral lower extremities for dvt prophylaxis. Next, the lower abdomen and bilateral groins were prepped and draped in the usual sterile fashion. A timeout was called, and the patient¿s name, the procedure, and site of surgery were reviewed and all found to be accurate. The proposed skin incision was marked approximately 2 fingers breadth above the pubic tubercle and extended laterally for approximately 5 cm. Using a #15 scalpel blade, an incision was made through the skin and dermis. Electrocautery was then utilized to carry that incision through the subcutaneous tissue. We continued our dissection using both electrocautery and some blunt dissection to expose the external oblique aponeurosis. We did encounter, during this dissection, a thrombosed vein that was continuous with a palpable cord palpated on abdominal wall. That vein was subsequently clamped, divided, and ligated with 4-0 vicryl ties both proximally and distally. Once the external oblique aponeurosis was encountered, we carefully dissected to find the external ring. Fibers attached to the external oblique aponeurosis were dissected away with a combination of both the sharp and blunt dissection. Using a #15 scalpel blade, a stab incision was made superficially in the external oblique aponeurosis, and using metzenbaum scissors, we carefully divided the external oblique aponeurosis in the direction of its fibers both superiorly and inferiorly being very careful not to injure any structures on either side of the aponeurosis, which includes nerves as well as spermatic cord structures. Once the external oblique aponeurosis was sufficiently divided, the ilioinguinal nerve was identified proximally and distally, and the middle portion was found to be quite adherent and trapped in the mesh from the previous repair. The mesh was found to be quite contracted. Using a #15 scalpel blade, we sharply began dissecting the mesh that was adherent to the surrounding structures. We initially tried to preserve the ilioinguinal nerve using a combination of sharp dissection with a knife and blunt dissection with a right angle clamp, which allowed for successful isolation of the nerve from the underside of the mesh. However, during the course of the dissection later in the case, this nerve was severed and we completed the ligation of the nerve by ligating it with a 4-0 vicryl ties both proximally and distally. In order to protect the vas deferens and the other cord structures, we were able to isolate and dissect the cord structures free and encircled it with a penrose drain. Using sharp dissection with a knife, we proceeded with painstaking dissection by removed the mesh from the adherent structures and also from the underlying vas deferens and spermatic vein that were quite tightly adherent to the underside of this mesh. We were very careful in the dissection as to not to injure these 2 important structures. The mesh was dissected and excised free from the surrounding tissue all the way down to the pubic tubercle. All the sutures were removed from the previous repair. After the mesh was successfully removed, we turned our attention to the floor of the inguinal canal where a prominent bulge was present, which represented the weakening of the transversalis fascia in the direct space. We proceeded with the primary repair of his right inguinal hernia that developed after removal of the mesh. We identified the internal oblique aponeurosis in preparation for a relaxing incision that would allow us to approximate the conjoined tendon to the shelving edge of the inguinal ligament without any undue tension. Using electrocautery, the internal oblique was divided medially and superiorly. This maneuver allowed the conjoined tendons to reach easily to the inguinal ligament with no evidence of any tension noted. Next, babcock clamps were placed along the edge of the conjoined tendon using 0-ethibond sutures. The conjoined tendon was sutured to the shelving edge of the inguinal ligament with multiple interrupted simple sutures. We began the suture line at the pubic tubercle and commenced it laterally up to the internal ring. We were very careful not to take __ [sic] and endanger the femoral vessels. Hemostasis was again checked. The penrose drain was removed from the spermatic cord structures. We irrigated the wound with normal saline. Electrocautery was again utilized to achieve hemostasis. We were very happy with repair and there was no evidence of any tension noted. The internal ring was assessed and it was found to admit the size of the surgeon¿s index finger. We then proceeded with closure by approximating the external oblique aponeurosis with a running suture of 3-0 vicryl. We then approximated scarpa¿s fascia with interrupted sutures of 3-0 vicryl and then the skin was closed with a running 4-0 monocryl subcuticular suture. We also close the deep dermis with a 4-0 vicryl interrupted sutures prior to closing the skin with 4-0 monocryl. Steri-strips were then applied to overlay the incision followed by a sterile dressing. The testes were then pulled down into its anatomic position to lie in the scrotum. The patient tolerated the procedure well and was extubated and taken to the postanesthesia care unit in stable condition. All sponge, instruments, and needle counts were found to be accurate at the end of the case. Dr. (B)(6) was scrubbed in for the entire procedure and was an active participant throughout the case.¿ on (B)(6) 2011: [missing records: a pathology report detailing analysis of devices removed during the (B)(6) 2011 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® bio-a® hernia plug with gore® infinit mesh use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open right inguinal hernia repair on (B)(6) 2011 whereby a gore® bio-a® hernia plug with infinit mesh was implanted. The complaint alleges that on (B)(6) 2011 an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal, inguinal nerve/vas deferns, speratice vein adhered to mesh hernia recurrence, weakened fascia secondary to mesh, burning sensations, chronic pain, inguinal nerve dissection. Additional event specific information was not provided.